Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this product was suspected to have infection. It was also reported that the patient experienced fatigue and burning sensation near the device area. Furthermore, the patient also experienced shortness of breath. There were no additional adverse patient effects reported. All available information indicates that the product remains in service.